Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. The patient described the area as open wound under chest area. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an antibiotic for the open wound and for the patient to see a wound specialist. Follow up indicated that the open wound improved.